Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, performed an initial evaluation of the device but was unable to duplicate the reported issue. The biomedical engineer was able to successfully charge the device and deliver a 10 joule shock. Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event medical personnel attempted to charge the device (in order to shock) and received a "connect electrodes" message. This message indicated that the patient was not being detected and that defibrillation may not be possible. The customer advised that medical personnel obtained a backup device right away and used it to continue patient care. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device but was also unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event medical personnel attempted to charge the device (in order to shock) and received a "connect electrodes" message. This message indicated that the patient was not being detected and that defibrillation may not be possible. The customer advised that medical personnel obtained a backup device right away and used it to continue patient care. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain information about both the patient and the event; however, no response has been received.